Event description:
Spontaneous call from pt, one of pt's pumps is malfunctioning and pt is unable to use it. Pump kept alarming. Pt could not provide details serial number. Pt states that her daughter will be in at 1 pm. Pump replacement scheduled. Will call back 1 pm as pt requested for further details. Called back and was told pt would call back since she had company. Called again about 2 hours later. Pt's daughter requested pharmacy call back. Did the reported product fault occur while in use with a pt? Unk; did the product issue cause or contribute to pt or clinical injury? Unk. We replaced the device. Dose or amount: 50nkm, frequency: continuous infusion: continuous infusion, route: sq. Dates of use: from (B)(6) 2013 to current. Diagnosis or reason for use: pah.